Event description:
The user reported that after placing a tracheal stent, the stent migrated three cm distally after one week. The stent folded inward when it was repositioned and then balloon dilated until it was fully expanded. The device migrated distally. The stent was removed and a new stent was placed. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. A lot number was not provided, a lot specific device history record and complaint database search could not be completed. The device was visually inspected and no defects were observed. Merit is unable to determine a root cause for the reported failure.